Event description:
On (B)(6) 2025, I experienced a laser-induced thermal injury at (B)(6) laser hair removal (B)(6) following a facility-wide electrical power outage that interrupted active treatment. When power was restored, the operator immediately resumed firing the laser device the moment the lights came back on, without allowing the system to fully reboot, perform internal diagnostics, recalibrate, or verify safe energy output. No test pulse was performed. The first pulse delivered post-outage resulted in an abrupt high-fluence thermal discharge to my left inner thigh, producing an immediate deep burn characterized by sharp blanching, blister formation, peeling, prolonged pain, and now permanent hypopigmentation. The wound adhered to clothing for days and required ongoing wound care to prevent infection. This sequence suggests a post-power-interruption energy instability and raises concerns regarding the device's: * safety interlock behavior, * post-surge failsafe logic, * calibration integrity after electrical disruption, * and energy-delivery stability following abrupt outage events. A laser device in this classification should not allow operators to resume treatment instantly after a power failure without completing: * internal system checks, * calibration validation, * pulse-energy verification, * and readiness confirmation. The device appeared to permit activation before these safeguards were satisfied, or these safeguards failed to function. Operator conduct also deviated significantly from standard expectations for medical laser operation. The individual performing the procedure (identified only as an lpn, with no physician or medically qualified supervisor present) resumed treatment without verifying system safety or stability following the outage. This represents potential operator misuse, insufficient training, and noncompliance with the manufacturer's instructions for use (IFU) regarding treatment interruption and device restart protocols. As a patient with higher-melanin skin (fitzpatrick IV¿vi range), inappropriate fluence or wavelength instability carries elevated risk of permanent pigment alteration, which occurred in this case. Despite this, I was repeatedly assured during intake that the device was "safe for dark pigmentation." Post-injury, the facility provided no clinical evaluation, no adverse-event documentation, no device inspection, and no follow-up protocol. This raises concerns regarding underreporting of device-related injuries. I am submitting this report to request FDA evaluation of: 1. The device's post-power-interruption safety interlocks 2. The stability of fluence output after electrical surge events 3. Whether the device's IFU adequately addresses restart safety 4. Whether operator training at this facility aligns with the device's IFU 5. Whether similar events have occurred and gone unreported 6. Whether this device or its usage at this facility presents a broader public health risk, particularly for darker skin types photographs, healing progression, and communication records are available upon request.